Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented for a generator change out. Noise on the ra lead was seen and programming changes were made before. Lead insulation was revealed during the procedure. The lead was capped and replaced. The patient was stable before and after the procedure.